Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's high blood glucose levels. The customer's levels had been as high as 400mg/dl. The father states the tubing at the reservoir end was cracked. The customer treated the highs with manual injections. The customer states they changed out the set and levels went down. The customer would be returning set.